Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempts were made to gather thorough event information during complaint processing; the physician commented that cause of death was related to the arrest of hemorrhage of the right superficial artery and the device did not attribute to the patient death. No further information could be obtained. Investigation of the actual device could not be conducted as the device was unavailable. Investigation of the production record could not be performed as lot information was unavailable. Although the device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. The physician's comment on the cause of death was associated with the arrest of hemorrhage, and there was no reported device defect. Moreover, all the shipped products were those that passed all of manufacturing inspections. Thus, it was concluded that the subject device did not have any defect that would attribute to the patient death; however, the subject device was inserted through the access entry where hemorrhage occurred and there was not enough information, it could not be totally ascertain the device did not cause or contribute to the vessel dissection. Instructions for use states: [warnings] this guide wire must be used in an institution where emergency surgical operation can be performed immediately. [If an emergency surgical operation is unavailable, in the worst case, life-threatening events may occur.]; and, [malfunction and adverse effects] complications with hemorrhage, hemorrhage or infection of puncture site, damage to a vessel including possible vessel perforation, and vessel dissection.

Event description:
Reportedly, the incident occurred during an intervention to reestablish the blood flow by treating a cto lesion in the right external iliac artery through common femoral artery. A guide catheter was inserted via right brachial access, and a guidewire and ivus catheter were followed. Ivus found that there was fibrous plaque and the vessel diameter was more than 10mm. The guidewire was advanced distally but failed to cross the middle external iliac artery. Then the subject guide wire was inserted from the right superficial femoral artery access and delivered through the guide catheter that had been in place and a stent delivery was planned to reestablish the blood flow. Via the brachial access, a 6.0 x 10cm stent and 8.0 x 6cm stent were delivered. 6.0 x 10cm stent was deployed in the lesion and 8.0 x 6cm stent was deployed proximal to the 6.0 x 10cm stent. A balloon was used to post-dilate. The last angiograph showed the blood flow was successfully reestablished. In order to stop bleeding of the right superficial femoral artery access, balloon dilatation was made; however, it was not successful. Thrombin 0.4ml was applied and additional balloon dilatation was made. This time the angiograph showed it went successful. The procedure was finished. Several hours after the procedure, the patient experienced pain in the right leg with discoloration. CT revealed there were dissection and clot in the right superficial femoral artery. Another intervention was taken to treat the dissection and clot, a catheter was delivered to suction the clot and to dilate, but it did not resolve. A stent was deployed and extra balloon dilatation was done in the proximal and distal right superficial femoral artery. Angiograph showed another partial dissection and clot in the right superficial femoral artery, the physician determined not to treat because the blood flow was intact. The second procedure was completed. On (B)(6) 2016, the patient condition suddenly changed, and he experienced cardiopulmonary arrest and died. The cause of death and treatment done for resuscitation were unknown.